Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is 350 mg/dl. The insulin pump is unable to exit the preparing to prime loop. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The compromised force sensor alarm occurred due to protruded/loose drive support disk. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.